Event description:
The physician reports noticing that the crystalens was defective when removing the lens from the packaging. The device did not contact the pt.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the lens damaged was "received damaged". The damaged lens was returned to eyeonics and evaluated. The visual inspection under microscopic magnification revealed that both haptics were torn at the hinge and a portion of the optic was missing. The findings are not consistent with mfg defects, but rather suggest handling may have contributed to the haptic breakage.